Manufacturer narrative:
Exemption letter e2013012 alma ltd. (Manufacturer) is submitting the report on behalf of alma, inc. (Importer). This was diagnosed as a case of q-switch induced chrysiasis caused due to residual intracellular gold received for rheumatoid arthritis. Therefore, device is not required to be tested. During investigation, the customer noted that the patient did not provide any gold therapy, rheumatoid arthritis and any related medication history on the treatment day. It is during the follow-up when patient indicated that she did get gold shots in the past. There is no corrective or preventive action as it is widely known that laser treatments should be avoided on patients with history of gold therapy. This is also covered in user training and operator's manual. This discoloration may be permanent and may require additional laser intervention. Therefore, alma lasers is reporting this to the FDA.

Event description:
The suspected device was used on patient's forehead. As per the facility, six pulses were applied to the forehead. Patient indicated pain and purple hue developed. Treatment was suspended after the reaction was noted.